Manufacturer narrative:
(B)(4).

Event description:
Customer medwatch number (B)(4). The customer reported the procedure was a cardiac ablation for pvc (premature ventricular contaction). The patient complaint of back pain during the procedure which is common during these cases. Grounding pad was placed on the lower back prior to procedure. All patches were removed in the catheterization lab. After transferring the patient to the cardiac, vascular and thoracic unit (cvtu) a burn/blister was noted where the grounding pad was placed during the procedure, same location of pain during case.

Manufacturer narrative:
(B)(4). The incident grounding pad was not returned to covidien for evaluation. However, unused/unopened e7506 product samples were received. The unused samples were evaluated and found to function properly and within specifications. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that the patient received a burn at the grounding pad site on the lower back during a pvc ablation procedure. The patient complained of back pain during the case but could not be moved or checked due to the equipment being used during the case. When the pad was originally removed, the area appeared to be only reddened, but later on in recovery a blister was noted and a wound care specialist treated the patient.